Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller reported the infusion sets have been falling off of his body. Caller alleges it is a product defect. Caller stated that leakage also occurs and his readings get as high as 500 mg/d; able to self-treat. No adverse event reported. Alleged infusion sets have been discarded; no product will be returned.